Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient sought medical attention due to hyperglycemia (exact blood glucose level not provided). The pod was worn between 4 and 24 hours on the hip/buttocks. There was no further information regarding the emergency room visit or to the patient's treatment.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the device found no issues that would result in a failure of the device to deliver insulin. No other defects or deficiencies were found during the investigation.